Event description:
Boston scientific received information from the patient that the patient's device was not functioning as expected. Patient informed boston scientific's patient services that the device reached low battery level and needed replacement. Evaluation in clinic revealed no anomalies regarding device longevity. No adverse patient effects were reported. Boston scientific received information that this product was part of an event at which the patient received antibiotics as a result of infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.